Event description:
Information received by medtronic indicated that the low pressure gauge was pegged. The case was successfully completed with this console and a field service visit was recommended. Reportable based on investigation completed 11/18/2014.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was reproducible during site visit. The console failed the inspection due to a pegged low pressure regulator gauge. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.